Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, several issues were encountered. Electrode 5 was not being visualized on the mapping system, the electrocardiogram was noisy, and an error code 2000 (there was an electrical current error) appeared on the generator, preventing the delivery of an application. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012515344 and log files were returned and analyzed. Visual inspection of the catheter was performed. The catheter appeared intact with no visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the captured device displayed no atypical features. The slide control operated as expected without any issues. Upon fully advancing the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before being connected to the generator via a test catheter interface cable. Therapy deliveries were unsuccessful due to a catheter electrical current error (error 2000). Hipot testing confirmed the integrity of the electrode wires' insulation. However, electrical continuity testing revealed an open loop at electrodes e2, e3, and e5. Further dissection of the catheter revealed damage to the insulation on the electrode wires starting at about 3 inches up to 5 inches from the nose of the handle. One data file was received and recorded on the reported event date. The data file showed error code 2000 on the reported event date with the catheter identified as pscc100 with lot 0012515344. The mapping issue with the electrode number 5 not recorded in the data file. In conclusion, the loop catheter failed the returned product inspection due to an open loop and insulation damage to the electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.